Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was noted to have a hepatitis infection noted on the system. No further intervention or adverse patient consequences were reported.

Event description:
New information received notes that there was no allegation from the physician that the infection was related to the product or procedure involving the product